Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, she indicated that she did not see fire or sparking and that there is no breach in the transformer housing, but she did see smoke coming from the exposed wires on the cord which were glowing red. She also indicated that no injuries were sustained as a result of the issue. Refer to eval summary for details of the analysis/evaluation performed on the power supply. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short which could cause overheating and melting. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach in the insulation in the middle of the cord length, exposing wires and showing signs of melting. The power supply was plugged in and the voltage across the dc plug was measured at 0.7 to 12.5 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 6.0 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 63.4 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that she plugged her pump in and walked away. When she turned the pump on, the cord was red and smoking and the plastic had melted. It looked like the cord was about to catch fire. She indicated that the pump works fine with the battery pack. No injuries were reported.